Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that patient had a fall since (B)(6) 2017 on the opposite side of the ins and twisted both ankles and since then had also had a sudden tingly sensation in her feet and ankles. No further complications were noted or anticipated.